Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of a breach in aseptic technique and peritonitis coincident with dianeal therapy. During a call with baxter home care services, the following was reported. On an unreported date, the patient reportedly did not wear a mask during therapy and experienced a breach in aseptic technique which caused peritonitis. The hp was hospitalized for the peritonitis from (B)(6) 2012 to (B)(6) 2012. Treatment was not reported. Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, the patient reportedly did not wear a mask during therapy and experienced a breach in aseptic technique. The hp was retrained on proper aseptic technique. The patient is reportedly recovered from the peritonitis.